Manufacturer narrative:
A steris service technician arrived on site to conduct a thorough investigation of the reported device. The reported event was unable to be duplicated. As a proactive measure, the technician adjusted the lid open sensor and replaced the lid pressure regulator, tested the device, and returned the unit to operation. No additional issues have been reported.

Event description:
The user facility reported that their advantage plus pass-thru door closed and contacted an operator's hand resulting in a bump and slight bruise on the back of their hand. No medical treatment sought or administered.

Manufacturer narrative:
Our investigation is currently in process. A follow-up MDR will be submitted when additional information becomes available.